Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked case at the reservoir tube window corners, cracked battery tube threads, a cracked belt clip slot and missing the end cap sticker.

Event description:
It was reported that the customer received a button error alarm on his insulin pump, which had been exposed to humidity. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 140 mg/dl. Nothing further was reported.